Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the case was broken. Analysis also found that the battery release and battery drawer were contaminated, that the side bail covers were broken, the lead flex cover was corroded, the battery contacts were compressed, the keyboard was damaged and that the liquid crystal display was missing pixels. (B)(4).

Event description:
It was reported that the front case of the external pulse generator was damaged. The generator was returned for repair. It was indicated that there was no patient involvement associated with this event. The generator subsequently tested out of specification during manufacturer's analysis.